Event description:
It was reported to philips that the heartstart mrx als monitor exhibited a battery problem and a replacement is needed. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator indicating that customer requested for device battery integration. Based on the information available, the root cause of the reported issue is due to the defective battery. The device is eol (end of life) and no repair is possible from philips. The device does not meet full specifications and kept out of use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.